Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported heart block could not be conclusively determined. The reported hospitalization, surgical intervention, and unexpected medical intervention were due to case-specific circumstances. During the procedure, a temporary pacemaker was placed, and the patient was hospitalized for rhythm monitoring. Eventually, a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was chosen for implant using a delivery system. The valve was successfully implanted at 4mm at ncc and 5 at the lcc. The length of the membranous septum was 3.5mm. The patient developed heart block, and a temporary pacemaker was implanted. The following day, the patient had a permanent pacemaker implanted. The patient was reported stable.